Event description:
Patient outcome: "good" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on device analysis, the potential for forward firing may exist.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 19,852 joules and 3:03 minutes "end firing" was noted. The fiber was exchanged and at 414,745 joules and 43:58 minutes the same problem was noted on the second fiber. The fiber was exchanged and the third fiber was used to complete the procedure at 556,711 joules and 58:04 minutes. The tip of the first fiber was cleaned during the procedure. No harm to the patient was reported. This report is for the second fiber.